Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The event was manifested by cloudy dialysate. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized on the same day as onset of the peritonitis. Treatment for the event was not reported. At the time of this report the patient was still hospitalized and had not recovered from the event. It was unknown if the patient had been retrained on aseptic technique. Physioneal therapies were ongoing. Additional information was requested but is not available.